Manufacturer narrative:
Additional, changed, and/or corrected data. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photograph(s) was unable to identify any unique and/or unusual observations of the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.